Event description:
Additional information received from the manufacturer representative (rep) in response to follow-up reported that they had tried to flip the battery and were unsuccessful. The patient was going to be scheduled for a pocket revision in late (B)(6) per the patient's request.

Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 37791, serial # unknown, product type recharger; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient had a revision on (B)(6) because the implantable neurostimulator (ins) was flipped. However, it was determined during that time the implant was not actually flipped. It was noted that prior to the revision the patient had issues with poor coupling. During the procedure coupling was checked and they were able to get eight coupling bars. The patient tried to charge the night of the revision and got poor communication. Following the revision there was difficulty recharging and inability to charge. The patient was either getting zero or two coupling boxes. Repositioning the antenna did not resolve the issue. The antenna locate (al) feature was used and the best numbers were a baseline of 48 with a top number of 52. The patient and clinician programmer were both able to communicate with the device. When asked if there were any issues with the pocket it was reviewed there was a possible flip and there was also swelling, but the swelling had gone down since the revision. It was noted the battery did not appear to be too deep. The rep. Stated the ins may not be sitting flat but when she pushed on the bottom she could only get two bars at most. A new antenna was going to be sent to see if this helped improve coupling since there had been issues since initial implant with the current recharger; a damaged antenna was reported. The rep. Was going to try and use another recharger to see if that made a difference. The patient was scheduled to see the physician on (B)(6). Relevant medical history includes spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported that the patient was still having issues and was only getting 2 coupling bars at most. They tried repositioning the antenna and ensure the recharger belt was tight but they were still getting 4 or less coupling bars. They had tried 2 new rechargers and continued to get 2 coupling bars. They were able to use the programmer to communicate with the stimulator. Antenna locate did not resolve the issue. They were able to feel the implantable neurostimulator (ins) moving in the pocket. An x-ray of the pocket showed that the ins was in the left buttock with the leads going away from the spine indicatinga flipped ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on 2017-06-19 by a consumer that there was an implantable neurostimulator (ins) pocket issue. Since implant the patient had never been able to charge. A revision was done where the ins was moved to a different location on their body. The surgical procedure did not resolve the recharging issue. A resolution was never found after the revision even with multiple attempts to get recharging to resolve. The patient had not charged in some time and now needed an unrelated MRI. The patient did not intend to follow-up with a physician regarding this continued issue. No further complications were reported.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient had an appointment on (B)(6) 2015 to see if they device could manually be manipulated back to the correct position.